Event description:
It was reported that pump quick bolus and wake button was extremely difficult to press and often required multiple presses to turn on pump screen. There was no reported adverse impact to the customer¿s blood glucose level. Customer was instructed to ensure pump was not connected to power and to press firmly on center of button while supporting bottom of pump, which successfully turned on display but did not resolve difficulty, so technical support arranged pump replacement under warranty, advised customer to continue using current pump until replacement arrived, confirmed shipping address, and instructed customer to let pump battery fully deplete before returning it.